Event description:
I have mesh provided at (B)(6) hospital. Doctors implanted tvto has largest lawsuit ever yet, in speaking to surgeon mesh cannot erode, shrink, isn't brittle, doesn't break up. I have lost five years of my life because the tvto and mpathy were implanted along with ethicon for hernia repair at (B)(6). Not one dr questioned mesh and treated me for chronic pain. I am on a waiting list for removal but have lost five years because (B)(6) doctors implant and have no idea the awful effects. Are they bought out by pharmaceutical companies or manufactures? Perfectly healthy but mesh in four areas of pain and the government puts stamp of approval on these devices. I will search until I'm dead as to why (B)(6) can get away with this. I am very healthy but I got treated for chronic pain for five years because nobody addresses mesh which I have in four places. I am now unable to function outside of a shower because of pain and hernia repair that compromised bowels. I have gained twenty lbs never had pain issues prior. Four surgeries w/mesh; tests after test of spine. Mesh does not show up and spine is fine so the conclusion is obvious.